Manufacturer narrative:
Evaluation summary: "heavy intrinsic and extrinsic calcification was present in the cusp of leaflets one and two. Moderate calcification was visible on the free margin and cusp of leaflet three. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. Minimal to moderate host tissue overgrowth was observed on the stent and tissue on the inflow and outflow aspects. Host tissue encroached into the orifice by 3 mm on the outflow aspect. Extensive calcification was noted in the x-ray. A slit/cut, 3 mm in length, was noted from the free margin into the cusp of leaflet two at the cusp two post; the edges of the tissue at these regions were sharp and even.

Event description:
It was reported that valve was 3000, 19 mm implanted at hospital in 2005. Valve had a valve area of .4. Report was that in 2007 the patient had developed aortic insufficiency. Pre-op echo revealed a paravalvular leak on the non-coronary cusp. The valve was explanted and calcification and stiffening of the leaflets was noted. The valve was replaced with a 3000tfx 19 mm after an implant duration of 46 months. No additional information was provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.